Event description:
After attempting to deploy a wiktor rival stent in the ostial area the balloon was withdrawn causing the stent to uncoil into the aorta. The stent was then snared and removed. No other medical intervention was reported.